Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was unknown at the time of the incident. The customer also reported that the insulin was squirting during manual prime process and pump had rejected battery alarm. Customer also reported that pump rewinds slower. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with crack on battery tube thread and broken belt clip slot noted. Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test , occlusion test, a21 error test, off no power test, self test and all operating currents test. No display anomaly or a33 alarm were noted. (B)(4).